Event description:
It was reported via repair work order that the cot dropped due to a loose locking bolt. However, the brakes were still holding on the foot-end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.